Event description:
The customer reported that a baby's cord sample reacted false positive (2+) in the anti-b microtube of the mts a/b/d monoclonal grouping card lot # 121707053-06. The incident occurred in 2008. Repeat testing on the ortho provue analyzer using an alternate lot of gel cards, and also tube method indicated the sample was group o. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint using returned and retained gel cards with the returned cord sample. The sample reacted as group o. The gel cards performed as expected at mts. No definitive root cause was determined regarding the false positive results obtained at the customer site. A complaint review indicates that this incident is isolated.